Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The patient uses insulet omnipod5 in modified closed loop. Initially, the patient requested a sensor replacement. However, she also mentioned being hospitalized due to high blood sugar levels. The night before her hospitalization, the continuous glucose monitor (cgm) showed a low reading, but she couldn't compare it with her blood glucose (bg) reading as she was asleep. Per ts, it could be considered an allegation since the patient mentioned that the night before her hospitalization, the cgm reading was low. The following day, while she was at work and sitting on a chair, she began to feel the symptoms. The patient was experiencing fatigue, drowsiness, and delusions, prompting her boyfriend to bring her to the hospital from her workplace. Her blood glucose (bg) reading was elevated, as indicated by both her initial reading and continuous glucose monitor (cgm). At the hospital, her bg level was recorded at 725 mg/dl. She received insulin and fluids as treatment and was discharged on (B)(6) 2025. During the report, the patient was at work and unable to provide further information. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.